Manufacturer narrative:
Section e1 telephone : (B)(6) section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting a monofocal intraocular lens (iol) into the patient's operative eye, the surgeon noticed that the trailing haptic had broken off. The surgeon removed the lens and replaced it with a back up lens. There was no issue. No further information was provided.